Manufacturer narrative:
Additional information was received: although blood glucose (bg) was originally reported as 349 mg/dl, new information received shows that due to the previous reported malfunction, customer experienced an elevated bg level of 1100 mg/dl with high level of ketones; healthcare provider identified the ketones to be dangerous. Customer required intervention from father, who administered a manual injection and took customer to the hospital, where they were subsequently hospitalized and received intravenous fluids of saline and insulin in addition to nausea medication. Customer was released from the hospital three days later, but reported that they began experiencing a drooping left eyelid as a potential result of their hospitalization.

Event description:
It was reported that multiple malfunction alarms occurred. Customer's blood glucose level was 349 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.